Event description:
It was reported that there was a ventricular tachycardia (vt) stored episode, which appears to be oversensing artifact or other environmental noise. The implantable cardiac monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Apparent noise in stored ventricular tachycardia (vt) episode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.